Event description:
A ti mesh broke latitudinally and then collapsed. A revision surgery was required but the surgeon did not remove the collapsed mesh. He burred around the mesh and put in a stackable cage. During the revision surgery, it was observed that 4 profile screws were broken due to the mesh collapse. The 4 screws were removed and then discarded. This occurred two years post-operatively. The complainant stated that the mesh was slightly bent upon implantation which may have contributed to the event. There were no other adverse consequences to the patient. The product and lot code information was not reported for the mesh or profile screws. The products were not returned for evaluation so no further evaluation could be performed. A definitive cause of the mesh breakage cannot be determined. As stated by the complainant, the mesh was bent upon implantation which may have contributed to the event. The profile screws most likely broke due to the excessive forces placed on them from the mesh breakage. As reported, these devices have been implanted for two years and the labeling states that these devices are intended for temporary fixation until bone fusion occurs. No further action can be taken at this time.